Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: (B)(4). It was reported the patient experienced coughing issues. Surgical intervention took place wherein the extensions were explanted, replaced and re-tunneled to address the issue.